Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Patient height: 116cm. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "5m 14d po overdrainage of the valve. Explanted." All med watch submissions related to this patient/report are: 3004721439-2018-00222 (this report), 3004721439-2018-00223.

Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valve were observed during the visual inspection. No significant deformations or damages were detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to test the pressure, we used a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is not operating within the acceptable tolerance. Result: we have dismantled the valves. Inside both the progav 2.0 valve and the shunt assistant we have found significant build up of substances (likely protein). Based on our investigation, we confirm the claim of overdrainage, likely due to the significant deposits found in both the progav 2.0 and shunt assistant. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. No CAPA is necessary.